Event description:
A customer reported the swivel mechanism of their epiq 5g ultrasound system¿s control panel did not lock properly while transporting the unit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Return of the suspect defective part is anticipated. Evaluation of the defective part will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm. The engineering team determined the failure resulted from a shoulder bolt with the flats on both side which are responsible for stress concentration and failure. A design change to ergotron arm and a larger cross section of the fastener has been implemented to prevents potential recurrence of this assembly error.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.